Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It has been mentioned that after completing the atrial fibrillation ablation, the physician was inserting the non-boston scientific device into the faradrive sheath to perform post-procedure mapping. At this point the physician noticed a slow drip leak of blood leaking from the proximal inlet port on the faradrive sheath despite having the non-boston scientific device inserted into the sheath. Approximately minimal, 10-20cc of blood was lost. The procedure was completed successfully by using original device. Pressure bag was used for the irrigation of sheath. No patient complications have been reported. The product is not expected to be returned as it was contaminated.